Manufacturer narrative:
Received only the catheter for evaluation. No visual defect was noted on the returned sample. The sample was inflated with water and water leaking through the drainage funnel was observed. The catheter was dissected and a tear on the rubberize layer of the inflation lumen was observed. The tear was examined under a microscope and noted to be long and not smooth. The reported event was confirmed with an unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that soon after placement, the catheter was allegedly found dislodged from the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that soon after placement, the catheter was allegedly found dislodged from the patient.